Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the legacy full height drawer had failed. A field service engineer (fse) replaced the old full height drawer with a new one to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es facility reported that a nurse was unable to pull medications because the drawer was not detected as open. As a result, the nurse had to use another device to obtain the medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.